Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was over 300mg/dl, 500mg/dl and current blood glucose value was over 380mg/dl. Customer treated with manual injection. Customer reported that they had contacted their doctor regarding the high blood glucose value. Insulin pump will be returned for analysis.